Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The invesitgation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant stretched and broke after deployment. There was no reported patient injury or intervention.

Manufacturer narrative:
The device was received with the pusher coils stretched and broken with the distal section of the pusher not being returned. There was no damaged to the returned introducer. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and damaged pusher, but the damage is consistent with the device experiencing forces over specification.